Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, there was a cutaneous fistula. Thus the device was explanted and the fistula was closed with a cranially pedicled rotation flap. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted, which appears to match the recipient report, as the device was explanted 5 years postoperatively due to a retroauricular cutaneous fistula, which with the limited information available, is likely secondary to an infection. A review of device sterilization records shows that the device has been subject to a valid sterilization process. Given this, and the timing of the symptoms, no information points towards the implant being the source of the possible infection, but its contribution to its severity cannot be ruled out. This I a final report.

Event description:
Reportedly, there was a cutaneous fistula. Thus the device was explanted and the fistula was closed with a cranially pedicled rotation flap. The user was re-implanted.